Manufacturer narrative:
"The following repair diagnostic codes were identified: burn on insulation at middle of shaft. This does confirm the alleged failure mode of [burnt insulation]. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life . The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
During device evaluation a burn on the insulation at the middle shaft was found.

Event description:
During device evaluation a burn on the insulation at the middle shaft was found.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1) burn on insulation at middle of shaft. This does confirm the alleged failure mode of [burnt insulation]. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.